Event description:
Clinical study: it was reported after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The pt presented with mild localized pruritis and localized rash. No action was taken to resolve.

Event description:
It was further reported that the pt's rash has resolved. It is unk whether or not the rash was device or drug related. The primary physician thought it was psoriasis.